Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing resulting in pacing inhibition when a telemetry wand was placed over the device. The noise was noted to resolve upon removing the wand from above the device. Attempts were made to use an alternate programmer and wand but the noise persisted upon subsequent attempts. Engineering analysis of device data was performed and found the device appeared to be functioning normally. Environmental and patient/equipment grounding considerations were discussed for the patient's next follow-up. No adverse patient effects were reported.